Manufacturer narrative:
(B)(4). Device has not yet been returned to manufacture. Product not returned to manufacturer.

Event description:
It was reported that after placement unknown implant driver tip did not disengage from implant when using counter screw. Implant has been removed and another implant has been placed. Tooth location #4.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon investigation results,translation of the event was reassessed. The clinician was referring to the mount instead of the implant driver. The translation of the event was inaccurate. Due to the change in the event description, no driver malfunction is being reported. The event for the stuck mount and implant have been reported under MFR 0002023141-2018-00621-3. After additional information was received on nov 02, 2018, it was determined that this event no longer meets the criteria of a malfunction that if it were to recur would cause or contributed to a death and/or serious injury. As a result, the prior submission for MFR- 0001038806-2018-00672 submitted on jul 02, 2018 is no longer considered a reportable event by the manufacturer and no further report will be submitted for this event.